Event description:
On an unknown date, this patient presented with a ruptured iliac aneurysm. As reported, this patient had an iliac branch endoprostheses (ibe) procedure on an unknown date in 2018 utilizing a gore® excluder® iliac branch endoprosthesis (ibe) and three gore® viabahn® vbx balloon expandable endoprosthesis (vbx device(s)). The ibe device was implanted in the common and external iliac artery. The gate extended into the hypogastric artery with three overlapped vbx devices. On (B)(6) 2021, an aneurysm had ruptured due to a type iii disconnection endoleak of a vbx device and ibe device, causing blood perfusion into the aneurysm sac. As reported, the ibe device remained in place while one vbx device had moved out of place. A reintervention was performed on the same day whereby a vbx device was inserted into a 10fr gore® dryseal sheath. An 8mm x 79mm vbx device was advanced and deployed to successfully treat the type iii disconnect endoleak. The procedure ended with good outcome. The patient was recovering well following procedure.

Manufacturer narrative:
G1: corrected manufacturing site and address.

Event description:
On (B)(6) 2018 , this patient underwent an endovascular iliac branch endoprosthesis procedure sometime utilizing a gore® excluder® iliac branch endoprosthesis (ibe) and three gore® viabahn® vbx balloon expandable endoprosthesis (vbx device(s)). The ibe device was implanted in the common and external iliac artery. The gate extended into the hypogastric artery with three overlapped vbx devices. On (B)(6) 2021, the patient presented with a ruptured iliac aneurysm due to a type iii disconnection endoleak of a vbx device and ibe device, causing blood perfusion into the aneurysm sac. As reported, the ibe device remained in place while one vbx device had moved out of place. A reintervention was performed on the same day whereby a vbx device was inserted into a 10fr gore® dryseal sheath. However, the 11mm x 79mm vbx device was unable to advance through the sheath (1500-e:-other/unknown). Push-ability was lost, and the catheter appeared to be scrunched or compressed. The constrained device was withdrawn from the patient. An 8mm x 79mm vbx device was advanced and deployed to successfully treat the type iii disconnect endoleak. The procedure ended with good outcome. The patient was recovering well following procedure. On (B)(6) 2021, the physician stated that a follow-up computed tomography scan was taken and the repair of the hypogastric limb looked good with no endoleaks present. Patient was reported to be recovering well.

Manufacturer narrative:
B5: provided updated description summary of event.